Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer has to tilt the insulin pump to view the screen. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had cracks, diminished battery life and had unexplained no delivery alerts. The insulin pump will not be returned for analysis.